Event description:
As reported by the user facility information by bbm sales organization in ireland: "while in use went on fire. Smoke and sparks from back. Item removed outside."

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device history files could not be read out. No connection via can or com to hibased was possible. A visual inspection was performed. The device showed signs of wear due to its age. Furthermore, liquid residues could be detected. The p2 connector showed oxidized contacts. A functional test could not be performed. After starting the device, the device alarm 1208 (stepmotor not high current) was displayed. After restarting the device several times, the device alarm was displayed again and again. To investigate the inside, the device was disassembled complete. The upper- and lower housing parts showed fractures. Furthermore the zero craft connector, that connects the mainboard with the operating unit showed oxidized contacts. In addition, the mainboard showed burnt parts on it, the drive showed burnt places too. The claw mechanic inside the drive head unit showed broken parts and the drive head was bent. The complaint could not be confirmed. The malfunction was due to liquid and external force damage. The device alarm 1208 (stepmotor not high current) was due to a short circuit on the mainboard caused by liquid damage. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.